Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the console shut down on its own. Timing of the event is unknown. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the host module, backup battery, and remote control batteries were all replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 6, 2006. Based on qa assessment, the product met specifications at the time of release. The host module was received for evaluation. A visual assessment of the returned sample found no visual defects. Functional testing on the returned host module was initiated starting with the installation on a calibrated hotbed system. The system was able to boot up and perform surgical settings with no issues found. The system was then run for a 2 hour burn-in which continuously simulates surgeries. No unexpected shutdown was able to be replicated as the returned module was found to meet per manufacturer specifications. The returned host module was found to meet specifications. Therefore, the root cause of the reported event cannot be determined. (B)(4).